Event description:
Please note the attached complaint involves a device associated with an adverse event that is not manufactured by (B)(6). A peritoneal dialysis (pd) patient contacted customer service to report the 4x4, island dressing, she may have a reaction there is a rash near the taped area and she has contacted her registered nurse. This report reflects info received by FDA in the form of a notification per 803.22 (b)(2).